Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash all over her body. Patient said that it might be shingles. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a triamcinolone acetonide cream by a physician. Outcome of the irritation is unknown.